Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not inflating to full capacity. The device was replaced several months later with a new 18cmx12mm ipp device and reservoir. The patient was recovering well.